Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected low out-of-range right ventricular (rv) lead pacing impedance measurements since implant. The rv lead has been implanted for approximately 20 years. The patient is not pacemaker dependent and there were no adverse patient effects. The physician plans to monitor the patient. The device remains in service.